Event description:
A remstar autoa-flex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed foam particles or degradation inside the blower kit with object code: blfm-blower foam degradation. Additionally, the service technician found dust contamination and error code e053 (comp log sem timeout) present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.